Event description:
It was reported that a button on the insulin pump was unresponsive and the customer received a button error alarm. The customer's blood glucose was 22.3 mmol/l. Physical damage around the battery casing of the insulin pump was also mentioned. Nothing further was reported.

Manufacturer narrative:
The insulin pump had intermittent buttons due to corroded keypad traces however, no button error alarms noted. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched liquid crystal display window, cracked battery tube threads, cracked case between the battery and reservoir compartment.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).